Event description:
It was reported that the device had a downstream (dso) sensor malfunction. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been serviced in the past 12 months. Functional tests confirmed the reported issue. The root cause of the problem was a damaged downstream occlusion (dso) sensor. The dso sensor was replaced to correct the problem. The device then passed all functional tests after the repair.